Manufacturer narrative:
Photographs of the cartridge were received for evaluation and revealed blood had leaked from the device. The origin of the leak could not be determined from the photos provided. A device history record (DHR) review was conducted for the reported lot number and revealed the product was released for distribution having met quality and manufacturing specifications and requirements. The instructions for use states "check the system for blood and fluid leaks during treatment, and pay close attention to the blood line and access connections".

Event description:
A report was received on (B)(6) 2023 regarding a 66 year old female patient with a medical history including hypertension and end stage renal disease, who stated a cartridge blood leak was observed during a home hemodialysis treatment on (B)(6) 2023. Additional information was received on (B)(6) 2023 from the home therapy nurse (htn), who stated the patient did not experience any symptoms and there was no report of medical intervention being required. The patient has resumed therapy with nxstage.